Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient had been admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka) on (B)(6) 2012. The reporter stated the patient's blood glucose (bg) was 587 mg/dl at the time of admission to the hospital. The reporter stated the patient's bg earlier that same day was 367 mg/dl and the patient complained of chest pain at that time. The patient reportedly received an insulin bolus via the pump for this elevated bg and stated he felt better afterward. Later that day, the patient was reported to have complained of shortness of breath and chest pain. The patient was transported to the hospital by ambulance and the bg at that time was measured at 186 mg/dl. Upon arrival at the hospital, the patient's bg was measured at 587 mg/dl. On hospital admission, the patient was discontinued from insulin pump therapy and begun on an insulin drip and intravenous (IV) fluids. The patient was being managed with syringe injections and remained in the hospital at the end of the call. On troubleshooting with animas customer technical support (acts), the bolus history revealed that the patient was not bolusing for carbohydrate consumption or for elevated bgs on a regular basis. The history revealed that there were days when the patient did not bolus at all. The patient explained that she forgets to bolus. The patient reportedly just recently began to manage her diabetes independent of her parents. The basal history was noted to be accurate. The prime history revealed prime volume of varying amounts (1.2 units to 12.8 units) with cartridge and infusion set changes. Additionally, the patient's father stated that when he changes the cartridge, he puts the new cartridge in the pump prior to performing the rewind function. The pump was noted to complete the load step per instructions for use. The fill cannula amounts in the pump history were inconsistent, showing 1.0 unit when the father changes the set and 0.5 units when the patient changes the set. The patient stated she is not always consistent with checking her bg levels. This complaint is being reported because the patient was hospitalized for dka while on insulin pump therapy. The patient's technique for using insulin pump therapy was noted to be incorrect, leading to the patient's deterioration of health status and subsequent hospitalization. Troubleshooting did not reveal any pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted areview of the device history record for this pump and confirmed that it was operatingwithin required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. Noconclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2014 with the following findings: review of the black box data revealed records beginning (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event date of (B)(6) 2012 have been overwritten. The black box data and alarm history did not reveal any records of errors, alarms or warnings related to the complaint. The total daily dose amounts added up correctly to reflect the user¿s programmed basal rate. The pump was exercised for 29 hours without issue and was found to be operating within the required specifications without malfunction. Investigation did not duplicate the original complaint. Unrelated to the original complaint, the keypad was noted to be peeling at the up arrow and ok buttons. All keypad buttons were fully responsive on testing. The keypad cover was removed for investigation and revealed contamination under the contact of the ok button. Additionally, the display was noted to be discolored.